Event description:
IV nurse had placed peripheral IV catheter (20 ga, 1 1/4" insyte autoguard safety cath), by bd (becton-dickinson). Site began leaking and had to be pulled. Large crack found in hub of catheter.